Manufacturer narrative:
(B)(4). No conclusion code available no complaint was received with return of the device. Failure event observed during analysis. Final analysis found the pulse generator was returned with the lead stuck in the atrial connector. The a-setscrew was firmly stuck in the connector block and could not be un-tightened with tools and wrenches. The setscrew had to be cut out. The problem with the stuck setscrew was that epoxy was found in the connector block and setscrew threads. The epoxy had the effect of locking the setscrew in the connector block threads so it could not be removed except by extreme measures taken. Sem material analysis confirmed the substance to be an epoxy composition. (B)(4).

Event description:
This report is to advise of an event observed during analysis.